Manufacturer narrative:
On 5-4-2016 an ocd field engineer (fe) arrived at the customer site and verified the gripper and camera adjustments. The fe also performed a health check on the fluidics. The customer ran controls and accepted all results confirming them to all be in range. Repairs have returned this instrument to expected operation.

Event description:
The customer reported that the ortho provue missed an antibody that was detected in manual gel. No incorrect results were reported. Incident 1 of 2. (B)(4).